Manufacturer narrative:
(B)(4). Received new information that the hospital biomed inspected the device and found no problem with the device. The volume issue was attributed to a leak on the patient circuit. This was corrected and the ventilator was returned to service.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was alarming volume not delivered during patient use. The patient was transferred to another ventilator with no harm.